Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: on examination there was visible moisture in display and on the infra-red port. A leak test was performed and revealed a display lens leak. On testing, the pump powered on but the display remained blank. The pump powered on with appropriate audio and vibratory function. The pump was opened for investigation and revealed moisture and corrosion on display wire connector.